Event description:
It was reported that atrial lead noise had resulted in inappropriate automated mode switch episodes. No patient symptoms were reported. No intervention was reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.